Manufacturer narrative:
Inspected one opened/used sensor and found cannula broken; missing broken part. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had sensor issue. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the sensor cannula broke off inside the customer's body. Customer reported that the sensor cannula was no longer intact and customer confirmed that the broken sensor cannula was no longer in the customer's body. The customer was advised that a replacement sensor will be sent and is expected to return for analysis.